Manufacturer narrative:
D3: correction. H3: neither sample or pictures were received for the analysis of this complaint. No device history record was reviewed since the lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.https://emdr.FDA.gov/emdr/formredaction/b5.jsf#.

Event description:
It was reported that the patient has just started using the cleo tubing when it began leaking, causing the need to switch to a different subcutaneous site. There was patient involvement and unknown harm/adverse event reported.